Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer. The customer was not sure if they wanted the ventilator to be repaired. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator generated an error which rendered the ventilator inoperable. The patient was removed from the ventilator as a result of the event. There was no harm or injury to the patient as a result of the event.